Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy web extraction basket. The basket was used in conjunction with the cook endoscopy soehendra lithotriptor to crush a large stone located in the bile duct. The stone was unable to be crushed. The basket broke at the drive cable and was left in the patient. The basket and stone were surgically removed. The patient was admitted to the intensive care unit (ICU) for an unknown amount of time following surgical removal of the basket and stone. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we could not confirm the report because the product said to be involved was not returned to cook endoscopy for evaluation. We could not conduct a review of the device history record or conduct a sample test from this lot because the lot number was not provided. After a review of the account ordering and shipping history, the lot number could not be determined. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of this type of report is rare. Conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The reporter indicated the stone captured in the basket was "large and uncrushable". The information indicated a sphincterotomy of the ampullary orifice was completed prior to the extraction attempt. The instructions for use advise the user that an ampullary opening inadequate to allow for the unimpeded passage of the stone and basket is a contraindication. The instructions for use of the soehendra lithotriptor cable warn the user that because the lithotriptor device generates mechanical pressure during use, basket fragmentation and/or stone impaction in the common bile duct is a possibility that may require surgical intervention. The instructions for use of the soehendra lithotriptor cable warn the user that due to the varying compositions of biliary stones, stone fracture may not be possible. If the stone cannot be fractured, continued rotation of the handle may cause the basket wire to break, requiring surgical intervention. Prior to distribution, all cook endoscopy web extraction baskets are subjected to a visual inspection ensure device integrity. Corrective action: no corrective action warranted at this time because this report could not be verified. This reported occurrence involves an inherent risk of the procedure and a known potential complication. The likelihood of this type of occurrence is rare. Customer quality assurance will continue to monitor for complaint trends.